Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient was experiencing discomfort and pain when trying to operate an inflatable penile prosthesis (ipp) device due to the pump being fixated behind his left testicle. Also, after evaluation, it was decided that surgical intervention was necessary. The pump was recited to provide a better resting spot which would allow the patient to use the device. There were no additional patient complications.